Event description:
Received a report from a consumer who experienced part of the cover of a tampon pledget discharging a few days after removal of the tampon pledget. The consumer reportedly had been using super plus absorbency tampons while consumer's menstrual flow was very light.